Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. Fse (field service engineer) was onsite and was unable to duplicate this issue. Unit passed est. The customer confirmed the unit is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit failed pressure relief valve test during extended self-test (est). There was no patient involvement.